Manufacturer narrative:
The cartridge was not returned for eval at the time of this report and is suspected as lost in transit. The reported event cannot be confirmed and no further investigation is possible at this time. The user's guide adequately warns that the nxstage cycler may not sense slow fluid or blood leaks and instructs the user to periodically check for leaks and terminate treatment if a leak cannot be resolved. A followup report will be submitted if the cartridge is returned.

Event description:
During a routine hemodialysis treatment blood was observed leaking from the tubing of the post filter port cap while performing a troubleshooting procedure. Treatment ended without returning blood. Estimated about 20 cc of blood lost from the leak. Pt had an epogen dose adjustment on (B)(6) 2011 of 10,800 units/week to 13,600 units/week. Hb on (B)(6) 2011 was 10.6 g/dl and on (B)(6) 2011 was 10.4 g/dl. No other medical intervention provided.